Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection reveal that the packaging of the device was returned where the seal was opened. The device was returned within the protective hoop. A visual examination of the balloon identified no damages. Solidified contrast media was noted within the balloon material. The hypotube shaft profile has no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Shaft polymer extrusion has no kinks/damages. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that device contamination occurred. The target lesion was located in the right upper limb artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that a blood stain was found after opening the outer package of the product. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable after the procedure.

Event description:
It was reported that device contamination occurred. The target lesion was located in the right upper limb artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that a blood stain was found after opening the outer package of the product. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).